Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found.

Event description:
It was reported bd eclipse¿ needle had foreign material. The following information was provided by the initial reporter: "lubricate in the syringe wanting to know if normal."

Event description:
It was reported bd eclipse¿ needle had foreign material. The following information was provided by the initial reporter: "lubricate in the syringe wanting to know if normal."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.